Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged hyperglycemia with a highest continuous glucose monitor (cgm) value of 297 mg/dl while using an ilet system with a dexcom g7 cgm and an inset 23" infusion set on the thigh, which the user attributed to missed meal announcements. The user later returned to range and received education on meal announcements and meal sizing. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact, though there was a delay to therapy. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface as the device component. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.